Event description:
It was reported a patient's right atrial lead presented with low pacing impedance and an increase in capture threshold due to an insulation breach. The lead was capped and replaced in a procedure on (B)(6) 2022. The patient was stable.